Manufacturer narrative:
Resoldering the broken solder connections pins 1 and 3 at u24 corrected the problem with this customer returned sensor board. The customer returned power supply was tested and no failures were identified.

Event description:
The customer reported that the ventilator is having power failure issue at start-up. The customer reported there was no patient involvement.